Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, the catheter was removed from its package and a packaging issue was observed with a cured substance stuck on the catheter connection. It was reported that the catheter interface cable (cic) would not connect due to the substance on the connection, and when the connection was forced a an error message was received indicating that the catheter was invalid. It was further reported that the catheter was replaced, but that the replacement catheter also had similar foreign material on the pins; it managed to connect, but the noise was so severe that the procedure could not proceed. No patient complications have been reported as a result of this event.